Manufacturer narrative:
This event occurred in (B)(6). Refer to the medwatch with patient identifier (B)(6) for the thyrotropin (tsh) assay.

Manufacturer narrative:
Further investigation confirmed the customer's results on a siemens centaur analyzer. A general reagent issue could be excluded.

Event description:
The customer received questionable thyrotropin (tsh) and free thyroxine (ft4) results for one patient from the cobas e601 analyzer serial number 2440-15. The initial tsh result was approximately 1.3 uui/ml and ft4 result was approximately 30 pmol/l. On (B)(6) 2015, two samples from the patient drawn on (B)(6) 2015 were tested. It was unknown if either of these samples was the sample that was used to generate the initial results. Sample 1 collected in the morning, tsh result was 2.62 uui/ml and ft4 was 32.68 pmol/l. Sample 2 collected in the afternoon, tsh result was 1.39 uui/ml and ft4 was 66.71 pmol/l. The results were reported outside the laboratory. No adverse event was reported. Sample from the patient was submitted for investigation and the customer's high ft4 results were reproduced. The tsh results were found to be within the reference range. No interfering factor to streptavidin was found in the samples.